Manufacturer narrative:
Investigation is ongoing. Medical record received on 4/6/2026 is pending review.

Event description:
As reported by an edwards lifesciences field clinical specialist, a 23mm sapien 3 transcatheter heart valve, implanted in the aortic position, was explanted after approximately 5 years. Prior to explant, there was mild regurgitation and severe stenosis. The gradient recorded across the transcatheter heart valve is above the expected range (aortic valve mean gradient measured 58mmhg), and aortic valve peak velocity was 5 m/s. Per the medical record received, the sapien 3 valve had early structural degeneration with recurrent severe aortic stenosis and moderate aortic insufficiency. The patient did not have symptoms initially but then developed nyha class iii heart failure and shortly before scheduled surgery was admitted with acute heart failure. The patient had shortness of breath. During explant of the valve, it was noted that the sapien 3 valve was heavily calcified. The patient tolerated the procedure well and postoperatively; they were taken to the surgical intensive care unit. Pathology report of the explanted valve noted that the prosthetic heart valve displays abundant calcifications.